Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the phase a and c reads 2 kiloohms and liquid came out from hand piece. The assignable root cause was determined to be due to damage caused by immersion during cleaning which is failure to follow the directions for use and user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the handpiece device started and stopped. During in-house engineering evaluation, it was determined that liquid came out from the handpiece of the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.